Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in canada, it was reported that patient faced two infusion set detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for 6 hours to 2 days. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Supplemental report 01 (B)(4) - MDR 3003442380-2025-09684. Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number and primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007944, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007944 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 9 on 04/jul/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4e02101 was manufactured according to the wi version 7 and manufactured in the machine sc03 on 18/may/2024, with a total of (B)(4) units. The lot 4e03553 was manufactured according to the wi version 64 and manufactured in the machine sc03 on 18/may/2024, with a total of (B)(4) units. The lot 4f04246 was manufactured according to the wi version 64 and manufactured in the machine sc03 on 30/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one extended was raised during the process unrelated to the malfunction reported, therefore, no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.